Event description:
Customer reportedly received the following results on the nano system within 10 minutes: 124 mg/dl and 75 mg/dl. The readings occurred with two separate vials of test strips from the same lot number.